Event description:
The pt reportedly developed an infection. The pt's internal device was explanted. The pt continues to be monitored. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.